Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the proximal set up joint (suj) 4 after confirming the reported issue. System was working as intended. The system was tested and verified as ready for use. Isi has received the suj, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer called in during set up for their case to report that they got a fault on the system. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and found 32101 faults on armnet 4. The customer opted to use universal surgical manipulator (usm) 1 in lieu of usm 4 being down. The tse advised the customer to perform a hard cycle when possible. It was noted that the customer moved forward with case. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the nurse stated the issue occurred during the procedure. Three ports were placed on the patient since they got a fault for one of the arms. They decided to continue the procedure with 3 arms and cancel the following procedure due to the issue. The case was completed robotically without issue. Since then, the work order went out and the fse replaced something on the robot to get it going again. The robot shut down during the case and they restarted the system.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The set up joint (suj) was analyzed and the reported failure was replicated on the system for error 32101. It was moved to a testing platform where it failed at vertical brake tests. The suj troubleshooting was noted to be a communication issue by first changing axes controller setup (acu). A golden acu was installed and failed the vertical brake test a second time. The complaint was confirmed based on failure analysis.